Event description:
At 12:30, pt's left upper extremity (lue) was edematous from fingers to top of arm. Pt complained that IV site of left forearm was tender. Small fluid filled blisters noted on lue. Physicians notified. Dopplers of lue done. Benadryl 50mg p.o. Given. Lue elevated. IV was connected to plum pump, which did not beep.